Manufacturer narrative:
Since the exact date of death was not provided and the death update was reported on (B)(6) 2021, date of death was processed to (B)(6) 2021. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30634449l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ischemic ventricular tachycardia (isvt ¿ left) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. The patient died. During the procedure, the patient had a pericardial effusion at the beginning of the procedure. A pericardiocentesis was performed in which 500cc's was removed from the pericardial space. The patient was stable and was transferred to the critical care unit (ccu) for observation. Additional information: this adverse event was discovered before use of biosense webster products. The physician¿s opinion on the cause of this adverse event was procedure and patient condition. Intervention provided was a pericardiocentesis and open-heart surgery. Patient outcome of the adverse event was death. The patient had multiple open-heart surgeries for days after this procedure. I do not believe that this procedure caused the extended stay. The reporter was made aware that the patient passed away after calling in the issue. A transseptal puncture was not performed. Prior to noting the cardiac tamponade, ablation was not performed. No ablation was performed. The event occurred before the procedure. Irrigated catheter was used in the event and the flow setting was flow of 2 for smarttouch during mapping. The correct catheter settings were selected on the generator and the pump settings were correct. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used: graph, dashboard, vector and visitag was on but no ablations during the procedure. No additional filter was used with the visitag. Surpoint settings were on but no ablations during the procedure. Additional information: the reporter was not told the exact date of death but was told on 22-nov-2021 that the patient died. The physician¿s opinion of the cause of death was the patient anatomy. After the vt ablation study, a pericardiocentesis was performed. The staff told the reporter days later that the patient had multiple open heart surgeries and ultimately passed away.